Event description:
The manufacturer received information that a patient with a dreamstation auto CPAP device passed away in 2022 and the husband is requesting to be removed from further correspondence. There was no allegation that the device contributed to the death. The user's husband states the CPAP device was picked up by a company. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.